Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, once patient was anesthetized and the procedure began the surgical support connected the cables to the tower and realized that the lens was missing, the surgical support went to the central sterilization where it was found that the lens was in one of the unsterilized containers. The specialist decided to cancel the procedure. The patient's anesthesia was reversed. No further complications were reported.

Manufacturer narrative:
H6: a device evaluation was not possible, since the device was not returned to the designated complaint unit for independent evaluation. The root cause of the reported event could not be determined as no device malfunction was reported. An evaluation of the customer provided image found the device laying on a tray. There is no visible damage. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided we are unable to conclude factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information in b5.

Event description:
It was reported that during a meniscal repair surgery, once patient was anesthetized and the procedure began the surgical support connected the cables to the tower and realized that the cannula was not in the operation room, the surgical support went to the central sterilization where it was found that the cannula was in one of the unsterilized containers. The specialist decided to cancel the procedure. The patient's anesthesia was reversed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device evaluation was not possible, since the device was not returned to the designated complaint unit for independent evaluation. The root cause of the reported event could not be determined as no device malfunction was reported. An evaluation of the customer provided image found the device laying on a tray. There is no visible damage. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the information provided we are unable to conclude factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.